Manufacturer narrative:
Weight, race, ethnicity: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.5 diopter into the patient's right eye (od) on (B)(4) 2020. The surgeon reports elevated iop; concomitant medications prescribed. Reportedly the problem is resolved.

Manufacturer narrative:
Weight, race, ethnicity: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.5 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports elevated iop; concomitant medications prescribed. Reportedly the problem is resolved.